Event description:
The doctor was utilizing the radiolucent ankle for distraction during a total ankle replacement case. One of the cortical bone screws broke upon insertion into the tibia. The doctor retrieved a portion of the screw, however, part of the threaded portion of the shaft remains in situ. The case was completed utilizing the fixator without further incident.